Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that call that insulin pump had hardware low level failures. Customer states that self test was failed. The blood glucose level was 173 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however,hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.